Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
The customer reported that the male luer spin collar cracked during patient use. There was no report of patient harm.